Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported during use of a homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice claria device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a leak from an unspecified location during use of the homechoice cassette that led to this alarm. It was further described as "a little bit of yellow water on the floor but they could not figure out where was it coming from". Renal therapy services advised the patient to remove the supplies and contact the nurse to finalize therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.